Event description:
The customer reported elevated troponin I (access accutni) results, for three patients, involving the access 2 immunoassay system. Per the laboratory protocol, the patient samples were reanalyzed on an alternate access 2 system and recovered lower results, within the normal reference range, for all three patients. The elevated results were not release out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the wash pump had bubbles. The fse attempted to rebuild the pump but the bubbles continued. A new wash pump was ordered and replaced. The fse noted no further bubbles formed and verified hardware performance through system check, high sensitivity system check, quality control (qc), and 50-test replicate precision study; all results were within specifications. The fse noted qc was performing within the customer's ranges prior to the event. Patient samples were collected in lithium heparin plasma tubes and centrifuged at 4,200 rmp (revolutions per minute) for five minutes.